Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2015 and was revised due to pain and loosening of the femoral component on (B)(6) 2018. Subsequently, patient experienced pain and lock knee (inability to either bend or straighten the knee) 9 months after total knee replacement. There was no explanation for this on the x-ray. Patient had arthroscopy (surgery) of the right knee and the prosthesis and surrounding area had been cleaned. No infection was detected. Patient was revised two years after the first revision due to pain and loosening of the tibial component.

Manufacturer narrative:
This is a combination product: (B)(4). This follow-up is to relay additional information. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. X-rays received shows the prothesis implanted in the knee. Assessment of the returned x-rays identified the overall fit and alignment was anatomic. No evidence of lucency, wear, or other abnormality was confirmed. Visual evaluation of the returned femoral component identified some nicks and gouges on the device and bone cement remained on the part. The tibial component and articular surface were also returned. (B)(4) complaint on medical : revision was recorded on the batch since ever, and (B)(4) complaints on medical : revision was recorded on the reference from (B)(6), 2018 to (B)(6), 2021. (B)(4) complaint on medical : loosening was recorded on the batch since ever, and (B)(4) complaints on medical : loosening was recorded on the reference from (B)(6), 2018 to (B)(6), 2021. (B)(4) complaint on medical : pain was recorded on the batch since ever, and (B)(4) complaints on medical : pain was recorded on the reference from (B)(6), 2018 to (B)(6), 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product. (B)(4). Report source, study - event occurred in (B)(6). List of associated products : item number 42521400710, item name articular surface fixed bearing posterior stabilized (ps) right 10 mm height, lot # 63051212. Item number 42500606402, item name hfemur cemented posterior stabilized (ps) standard right size 8, lot # 63174617. Item number 42532007102, item name rtibia cemented 5 degree stemmed right size e, lot # 63119287. Item number 42540000035, item name all poly patella cemented 35 mm diameter, lot # 63029234. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. No DHR available for now.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2015 and was revised due to pain and loosening of the femoral component on (B)(6) 2018. Subsequently, patient experienced pain and lock knee (inability to either bend or straighten the knee) 9 months after total knee replacement. There was no explanation for this on the x-ray. Patient had arthroscopy (surgery) of the right knee and the prosthesis and surrounding area had been cleaned. No infection was detected. Patient was revised two years after the first revision due to pain and loosening of the tibial component. The current complaint investigates the first revision.